Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc blood glucose meter would not turn on with button press or with test strip insertion. Customer further reported that on (B)(6) 2018 he had been working a lot and noted drinking water and eating fruits, but then began to feel ¿bad¿ believing his sugar was not right. He also noted having a ¿headache, dizziness, sweating and (his) eye hurts,¿ but could not use his meter to check his glucose, so he went to a va hospital. At the hospital, a reading of 280 mg/dl was received on an unspecified device. While waiting to be seen customer noted he ¿passed out¿. Customer was diagnosed with hyperglycemia and treated with ¿1 or 2 units of insulin¿ in addition to some unspecified pills which he could not recall the names of. A repeat blood glucose test was performed, following treatment, and a reading of 150 mg/dl was received. During troubleshooting, it was identified that his meter dead battery. No further treatment was rendered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. This also serves as a correction report. (PMA 510k#) was incorrectly documented in the initial MDR 30 day report.

Event description:
Customer reported his adc blood glucose meter would not turn on with button press or with test strip insertion. Customer further reported that on (B)(6) 2018 he had been working a lot and noted drinking water and eating fruits, but then began to feel ¿bad¿ believing his sugar was not right. He also noted having a ¿headache, dizziness, sweating and (his) eye hurts,¿ but could not use his meter to check his glucose, so he went to a va hospital. At the hospital, a reading of 280 mg/dl was received on an unspecified device. While waiting to be seen customer noted he ¿passed out¿. Customer was diagnosed with hyperglycemia and treated with ¿1 or 2 units of insulin¿ in addition to some unspecified pills which he could not recall the names of. A repeat blood glucose test was performed, following treatment, and a reading of 150 mg/dl was received. During troubleshooting, it was identified that his meter dead battery. No further treatment was rendered. There was no report of death or permanent injury associated with this event.